Event description:
Patient presented for removal of failed alpha I three part mentor inflatable penile prosthesis and reimplantation of another penile implant. Upon removal, examination of the pump and cylinders revealed a leak in the tubing between the pump and the reservoir.